Event description:
During an atrial fibrillation procedure, a blood leak occurred. After placing the sheath, prior to inserting catheters and a transseptal needle, blood began to leak from the hemostasis valve . The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. The device will not return as the patient was hcv(B)(6).